Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient was feeling discomfort at the ins location in the right flank. The ins was revised and moved to the right buttocks and the issue was resolved. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-mar-26. It was reported that the cause of the discomfort at the implantable neurostimulator (ins) site was due to where the ins was located. There were no further complications reported or anticipated.